Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The bipolar maryland instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. Some of the broken pieces were not returned, measuring roughly 0.167¿ x 0.152¿ in sizes. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Both grip and pitch cables are derailed. The complaint regarding the wrist of the device being broken was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user observed that the wrist part of the bipolar maryland instrument was broken while they were suturing tissue. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the wrist part was not detached from the shaft and no fragment fell into the patient. There was no patient injury. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The reporter did not know the instrument's batch sequence number. The reporter was unable to disclose the patient demographic information.